Event description:
It was reported that pump malfunction occurred after pump was dropped into pool for approximately 10 to 15 minutes. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.